Event description:
It was reported that the patient presented in clinic. It was noted that failure to capture and high capture thresholds were observed on the right ventricular (rv) and the left ventricular (lv) leads. Dislodgement was confirmed via imaging on the lv lead. The rv and lv leads were explanted and replaced successfully. The patient was stable before, during, and after procedure.